Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tracheostomy tube was leaking despite air in cuff; cuff re-inflated with continued leak. It was reported that bronchoscopy revealed inflated cuff and decision was made to remove tracheostomy tube and reinserted new tracheostomy tube. Upon deflating pilot valve completely, bronchoscopy showing fully inflated cuff. They attempted to withdraw air again but no deflation of cuff. New tracheostomy tube was reinserted with no issues but with minimal bleeding at stoma site.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. A visual inspection was performed on the received sample and it was observed the inflation line was cut in two, separating the pilot balloon from the tube. An inflation/deflation test was performed. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.